Event description:
A customer observed negatively biased patient results using vitros glu slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed on a patient specimen may lead to inappropriate physician action. The negatively biased results were not reported and there was no report of patient harm as a result of this event. Note: this form 3500a (MDR #1319809-2008-00276) is two of three mdrs for this event. Three devices were involved. Three patient samples were assayed using a single glu slide lot.

Manufacturer narrative:
The investigation determined that the negatively biased glu results were due to lack of a chemistry chip in the three vitros glu slides used for the patient results in question. The remainder of the customer's vitros glu slide lot was returned to ocd for investigation. The customer has observed no more occurrences of the event since switching to an alternate vitros glu slide lot.